Event description:
During early 2006, the patient suddenly became aware that her impression of sound was less than normal. The patient went to see her doctor in january 2006 and testing showed that all the electrode channels had high impedance.